Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012633 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 05-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012633 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012633 was manufactured according to the work instruction (wi) version 121 and manufactured in the li 75 l7 on 29-mar-2025, with a total of (B)(4) units. The assembly, lot 5c03783 was manufactured according to the wi version 9 and manufactured in the itl01, on 27-mar-2025, with a total of (B)(4) units. The assembly, lot 5c03779 was manufactured according to the wi version 9 and manufactured in the itl01, on 27-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in canada. The patient reported issues with one infusion set that was not fully inserted, resulting in high blood glucose on (B)(6) 2025. The duration of infusion set use was initially unknown. The patient visited the emergency room with a blood glucose level of 504 mg/dl, where they received intravenous (IV) fluids of saline and insulin. The patient had ketones, though these were not identified as life-threatening. The treatment resolved the issue, and no permanent damage was reported. The patient was released from the emergency room on (B)(6) 2025. No further information available.